Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touch screen was delaying in responding to touch. As well, as that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The customer declined follow up from technical support, therefore further information was unable to be obtained.